Event description:
Caller alleging discrepant high inratio value. Event occurred in (B)(6). (B)(6) 2015: inratio: 4.7, lab: 1.1. Time between tests 15 minutes. Patient's therapeutic range 2 - 3. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Manufacturer narrative:
Investigation/conclusion update: the product associated with the complaint was returned for investigation. The complaint was not confirmed during in-house investigation. Investigation of the returned meter using retain strips did not uncover any deficiencies. The meter and strips continue to meet specification and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.